Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device exhibited oversensed noise due to left ventricular assist device (lvad) pump. The device delivered inappropriate shocks that led to therapy exhaustion. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The post market quality assurance laboratory will analyze the device when it is returned.

Manufacturer narrative:
(B)(4).

Event description:
Subsequently, boston scientific received information from a journal article titled: "an adverse electrophysiological interaction between an implantable cardioverter-defibrillator and a ventricular assist device" in early-july 2015. The journal author reported that on post-operative day four (following implantable cardioverter-defibrillator or ICD procedure) several telemetry alarm events were noted for long pauses (ICD pacemaker inhibition). An ICD interrogation revealed multiple episodes of tachyarrhythmia falling within the vt and vf detection zones. A review of the intracardiac electrogram associated with the therapy episode revealed atrial fibrillation on the atrial channel and low-amplitude, high-frequency signals on the right ventricular channel. A chest x-ray identified normal positioning of the ICD leads. It was concluded that the inappropriate episode was the result of electromagnetic interference caused by the lvad. The rv sensitivity of the device was reprogrammed to least. The patient was discharged after successful defibrillation therapy testing. Subsequently, the patient was admitted back to the emergency room with further inappropriate shock therapy due to electromagnetic interference. The patient was presented back to the electrophysiology (ep) laboratory and the chronic device was explanted and replaced with a competitor device. No evidence of electromagnetic interference was noted on the patient's in-clinic followup. See initial/supplemental #1 report#2124215-2014-13692 for additional details.